Event description:
While conducting bypass and coming down the arterial head stops. This shuts the machine down and alarms happened several times. Staff ended up hand cranking a very complicated case. The surgeon was very upset.